Manufacturer narrative:
Attempts to gather additional information and th product have been unsuccessful. The product is not available for evaluation. Since neither the product nor films of the procedure will be returned, there is not enough information to draw a clinical conclusion between the device and the event.

Manufacturer narrative:
Additional information has been requested. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint and confirmed that the device(s) met quality requirements for product acceptance. The device is expected to be returned for evaluation, but has not yet been received. Additional information will be submitted within 30 days of receipt.

Event description:
The physician reported that the balloon is longer than what the markers and the label indicate. It should be 20mm, but it is much longer.